Manufacturer narrative:
There was no excessive "no delivery" alarm during testing. The insulin pump passed the rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The pump had a minor scratched lcd window and a cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a minor scratched lcd window and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This is 1 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-99208.

Event description:
It was reported that the customer had high blood glucose the last couple of days and cannot get them down. Customer stated that her blood glucose was 28 mmol/l last night and 30 mmol/l this morning. Customer's blood glucose is currently at 16.8 mmol/l. The customer changed her infusion set this morning as well as last night. Customer has been correcting all day and corrected shortly before this call. Customer stated that she has a back-up plan. Troubleshooting was performed and the insulin did exit the tubing. Customer stated that the cannula is not bent. It was explained that high blood glucose is often caused by site or set issues. Customer was advised to do a complete set change. Customer stated that the problems started the day she received the pump. Prior to this pump, customer stated that her blood glucose readings were under control. Customer checked and her blood glucose was down to 15.3 mmol/l and correction was 45 minutes ago.